Manufacturer narrative:
Product event summary - the full lead was returned and analyzed and no anomalies were found.

Event description:
It was reported that no sensing value and noise were observed on a right ventricular (rv) lead at the time of implant. The lead was removed and it appeared the helix had regressed into the lead. The physician opted to implant a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).